Event description:
It was reported that when using the bd pyxis¿ medstation¿ es system was stuck with blue carefusion logo. The customer tried to reboot but the issue persisted. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-jul-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was stuck with blue carefusion logo. A technical support specialist (tss) dialed into the station, remotely accessed station, and performed a forced reboot. After the reboot, the application launched successfully and was no longer stuck on the blue screen. The user was able to log in using a username and biometric identifier, confirming that the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.